Event description:
Xray confirmed catheter break. Catheter was stuck: it was bent like a capital letter "n". After 4 hours, a vascular surgeon cut 2" in going to take it out.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.